Event description:
It was reported there was a lead fracture. The lead was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: distal conductor fractured; partial lead returned in segments. The entire lead was not returned, so it cannot be determined where the anchoring sleeve was attached to the lead in relationship to the fracture. Other: it was reported there was a lead fracture. The lead was replaced. No patient complications were reported as a result of this event. Actual device involved in incident was evaluated, electrical tests performed; mechanical tests performed, visual examination: component/subassembly failure. Lead conductor, device was out of specification in a manner that relates to event lead(s), fracture of.